Event description:
It was stated that the customer was hospitalized for high blood glucose and no delivery alarms. No blood glucose readings were reported. It was stated that the customer removed the insulin pump and connected to a different insulin pump and the blood glucose levels were normal at 3.0 mmol. The customer then connected back to the original insulin pump and again experienced high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.